Event description:
A 71 year old female complained of pain at the left hip and difficulty ambulating. She had a left hip arthroplasty in april of 1998. X-rays showed periprosthetic fractures. She underwent a left total hip revision on 7/24/98.